Manufacturer narrative:
Completed clinical investigation: based on the 32 pages of medical records info it appears that on 09/29/2015, this pt had a peritoneal dialysis fluid culture positive for (B)(6) species peritonitis. According to the peritoneal dialysis registered nurse (pdrn), the pt was on dialysis and went to disconnect the next morning and noticed that it was all wet and it was leaking from somewhere. The pt brought in a sample of the bag and it was cloudy and pt had signs and symptoms of peritonitis. Medical records do not contain progress notes, medication records or physician orders for review. Medical records do not reveal the source of the peritonitis. Pt stated there was a leak. Neither the pdrn nor the pt states that the peritonitis was a result of the peritoneal dialysis fluid. There is no documentation in the medical record that indicates there is a causal relationship between the pt's peritoneal dialysis solution and the peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler and the peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler set and the peritonitis.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support to report the drain complication warning messages during treatment. The pt requested a replacement cycler. Upon f/u with the pt's pd nurse, she stated pt was on dialysis and went to disconnect the next morning and he noticed that it (cycler) was all wet and it was leaking from somewhere. The pt was not sure how long or how much fluid leaked out. The pt brought in a sample of effluent and it was cloudy. The pt has signs and symptoms of peritonitis. Cultures have been sent to the lab. Pt medical records were requested. A supplemental medwatch report will be submitted upon completion of the device MFR's investigation.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Batch records for the lots identified were reviewed and confirmed there were no ncr's or rework related to the reported complaint and each lot met release criteria. Product labeling, material and process controls were within specification